Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. No patient information was provided due to (B)(6) privacy laws. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 01, 2016. (B)(4). Note: a total of two cases are associated with this complaint. A separate FDA form 3500a has been completed for that case.

Event description:
Complaint received from a distributor reporting that "the tube break off from the mask. This occurs the oxygen desaturation for the patient." Photos were received depicting the reported product complaint.

Manufacturer narrative:
A used product sample was received and disposed of. Therefore, no evaluation could be performed due to contamination upon receipt. A preliminary evaluation of the reported cases were reviewed collectively due to similar failure modes reported for tubing disconnecting from mask. These complaints included a review of complaints reported between october 27, 2014 to october 27, 2016 (2 year period) for this failure. Additionally, the last product monitoring reviews (pmrs) were also reviewed and no trends were identified. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 27, 2016.